Manufacturer narrative:
Block b3: exact date unknown, event occurred for quite some time.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned as per hospital policy.